Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with faint diffuse lamellar keratitis from 11:30 to 12:30 in the left eye one day following lasik treatment. The surgeon recommended a topical corticosteroid every hour. Additional information received; the symptoms resolved three days following onset. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.